Event description:
The customer reported upon startup, a yellow screen appears and the message 'restart in 15 seconds' displays; review of the device diagnostic log indicated unknown restarts and maximum system restarts exceeded. Upon further troubleshooting with technical support, a vent inop due to power failure occurred. The customer reported there was no patient involvement.